Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was damaged. The event was further described as ¿the patient line was broken and smashed on the connection plastic part from inside the tube, looks sort of melted with a little hole on it too¿. This was observed during set up of the device for peritoneal dialysis therapy. Renal therapy services assisted with ending the set up and starting with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.